Manufacturer narrative:
Date of event was approximated as event date was not reported.

Event description:
It was reported that tip detachment occured. A v-14 control wire guidewire was selected to treat the lesion. However, it was noted that the hydrophilic tip detached during the procedure. A snare had to be used in order to retrieve the tip from the patient. No further patient complications were reported.